Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, the pulse generator exhibited backup vvi operations. Device download was performed successfully restoring the device. The patient was stable post event.